Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plblce gld the shield/cap/stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: there is a "dark blue tube cap between orange tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/19/2021 h.6. Investigation: bd received 100 samples and one photo for investigation. The photos were reviewed and the indicated failure mode for incorrect color cap was observed. Additionally, the customer samples were evaluated by visual examination and the issue of incorrect cap color was observed. Additionally, 2 shelf pack of retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plblce gld the shield/cap/stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: there is a "dark blue tube cap between orange tubes."